Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: (B)(6). H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to pe (pulmonary embolism), dvt (deep vein thrombosis), and persistent bleeding. Patient is alleging vena cava perforation, lower abdominal severe sharp pain when walking, nausea, s.o.b. (Shortness of breath), and lightheadedness. The patient further alleges back pain, chest pain, "numbness in extremities; near-fainting/fainting, feverish burning, felt like a worm was moving in my back, swelling, chest pressure, need for a complex removal surgery" and "extreme penetration of multiple struts into the vena cava greater than 3 mm." The patient reported that a successful retrieval attempt was performed on (B)(6) 2019 due to penetrating ivc filter 10 years s/p (status post) insertion. Per a report from CT (computed tomography) dated 04jan2019, "ivc filter seen within the ivc with 4 prongs extending beyond the boundaries of the ivc into the surrounding fat. No thrombus is seen." Per a successful retrieval report dated 04jan2019, "at the time of operation, a challenging extraction of the perforated inferior vena caval filter was accomplished after difficult endo access via the left internal jugular due to occluded right internal jugular vein as seen on ultrasound. The filter was snared and guided into the inner sleeve of the coaxial catheter removal set. It was densely adherent to the caval wall, but pushed with a gradual push-pull technique, the outer sleeve could be advanced distally, bringing the struts together and carefully extracting them from the wall until all of the strut anchors were still attached. Using outer sleeve support, the catheter was brought pre and into the removal system."

Manufacturer narrative:
Additional information: investigation. The investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, shortness of breath, swelling, chest pressure, nausea, pain, and numbness. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Unknown if the reported shortness of breath, swelling, chest pressure, nausea, pain, and numbness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported severe sharp pain in lower abdominal when walking, lightheadedness, back/chest pain, numbness in extremities, fainting, feverish burning, feeling of "a worm was moving in [the patient's] back," and need for complex removal surgery are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.